Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system¿ describes the following warning. 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The nozzle had been clogged with debris. Due to clogging of nozzle, water removal ability does not meet the standard value. A worn angle wire caused the bending angle in the up direction and the play of the up/down knob to become out of specification. The bending section adhesive was chipped and cracked and had a white-clouded area. There were scrataches on the device and the scratch on the objective lens caused flaring to occur. The distal cover was dirty and the indicator on the scope connector was peeling. The customer reported that prior to sending the device to olympus, the device was cleaned/disinfected and sterilized. It is unknown if there had been a delay in the start of the customer performing precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was brushed with clean lint-free clothes/brushes/sponges. The air/water nozzle was flushed with detergent solution. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus representative reported that the nozzle on the evis lucera colonovideoscope was clogged. During inspection and testing of the returned device, the nozzle was found to be clogged with debris. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.